Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that a patient enrolled in a clinical study underwent an initial left total knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear and instability. Operative report noted well-fixed femoral and tibial components during the procedure. The bearing was removed and replaced.